Manufacturer narrative:
Mentor became aware that an event detail was mistakenly omitted from the initial report. The health care professional checkmark was not selected in the initial report in section g. That selection has been updated in this supplemental report. Additionally, on april 1, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with 450cc mentor smooth round moderate plus profile saline breast implants and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Evaluation analysis summary completed on (B)(6) 2020: during the visual evaluation, a tear was observed in the anterior view. Microscopic examination was performed and the cause of the deflation could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/1/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/12/2020, additional information received indicated that the patient underwent bilateral removal and replacement as follow: cat#:3506004bc, sn: (B)(6) cat#:3506004bc, sn:(B)(6) on (B)(6) 2020. Is unknown which side receiving the reported replacement implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the health care professional checkmark was inadvertently not selected in the initial report, and again mistakenly missed under supplemental correction report in section g. That selection has been updated in this supplemental report. Manufacturer's reference number: (B)(4).